Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to shortage or corrosion of the electrical circuit caused by water immersion. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from sorc, the scope mount was bent. Omsc presumed that the reported phenomenon occurred because water entered through the gap caused by the bend, and destroyed the electrical circuit causing the ccd unit to fail.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed. There was no report of patient injury associated with the event. The event date was unknown. This device is an olympus asset.